Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a manipulation approximately five months post implantation due to stiffness. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: vgxp xp inlk pri tib tray; p/n: 195758, l/n: 999400; bcm-palacos-unk; p/n: unk, l/n: unk; vgxp intlk femoral; p/n: 195926, l/n: 162120; series a pat std 34; p/n: 184766, l/n: 346140; vgxp xp e1 tib brg lm; p/n: 195892, l/n: 257460; vgxp xp e1 tib brg ll; p/n: 195822, l/n: 168570. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09943; 0001825034 - 2018 - 09944; 0001825034 - 2018 - 09858; 0001825034 - 2018 - 09949.

Event description:
It was reported the patient underwent an initial left knee arthroplasty 5 months post implantation. Subsequently, the patient underwent a manipulation due to stiffness. No additional patient consequences were reported.